Event description:
Gyrusacmi was informed that during a hysteroscopic resection ablation procedure using a conmed generator, resectoscope cable connected to resectoscope during procedure. The cord appeared to be worn at the flexible end of the cable where it attaches to the resectoscope. When the unit was powered up, a pop was heard and there was a flame near the handle of the scope where the cable was attached. The flame was blown out and the cable was changed. The procedure was completed using a new cable. The cable that had caught on fire had been reprocessed many times; however, an exact number of reprocessing cycles is not known.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.